Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7079789. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7080078. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: n/a, batch: 31313234.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to a wound infection in the back. The explanted products were disposed by the medical facility. No further information has been obtained despite good faith efforts.